Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was shocked twice for sinus tachycardia due to an abrupt onset. Upon further follow up with the physician's office, it was disclosed the patient was not taking the antiarrhythmic medicine. The device remains in use. No further patient complications have been reported as a result of this event.